Event description:
A user facility biomedical technician (biomed) reported that ultrafiltration (uf) functionality on a fresenius 2008t hemodialysis (hd) machine did not begin as programmed. Remaining time to dialyze (rtd) remained at zero and the heparin pump did not start after the staff programmed the uf goal and treatment time at setup. The biomed reported that this issue occurred following a software upgrade from rev 2.72 to 2.74. The staff had to manually program rtd, initiate uf, and clear the uf goal as the machine did not do this automatically. The patient did not experience a serious injury or adverse event as a result of the reported issue. The biomed stated that treatment time was lost as a result of the reported issue. Additional information was requested, however a response was not received. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A causal relationship between the objective evidence and the alleged event could not be determined.

Event description:
A user facility biomedical technician (biomed) reported that ultrafiltration (uf) functionality on a fresenius 2008t hemodialysis (hd) machine did not begin as programmed. Remaining time to dialyze (rtd) remained at zero and the heparin pump did not start after the staff programmed the uf goal and treatment time at setup. The biomed reported that this issue occurred following a software upgrade from rev 2.72 to 2.74. The staff had to manually program rtd, initiate uf, and clear the uf goal as the machine did not do this automatically. The patient did not experience a serious injury or adverse event as a result of the reported issue. The biomed stated that treatment time was lost as a result of the reported issue. Additional information was requested, however a response was not received. No parts were returned to the manufacturer for a physical evaluation.